Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the issue is deemed a reportable event since the defective mixer valves and absorber items which failed to meet the specifications have caused a malfunction of the raphael ventilator. A correction through the replacement of the components was conducted as per service manual to ensure the correct functioning of the raphael ventilator. Tests conducted after the replacement confirmed that the correction was the adequate one. No further issue was observed. The issue was discovered during a test and not during ventilation of a patient. There was no patient or user harm. The aging of the device (in use over the expected lifetime of 8 years) is part of the root cause. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In the future, hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Tf 7 code 26 (mixer valves defective) with sw 3.3.